Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fluid around the pump site and discomfort. The pump was subsequently explanted. There was no pump malfunction.